Manufacturer narrative:
E1. Initial reporter establishment name continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side rupture. Device remains implanted.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as unidentified (tear) opening. No additional observations performed on the device. No further actions are required. Additional, corrected and/or changed data: b.6, d.9, h.3, h.6.

Event description:
Healthcare professional reported left side "rupture" diagnosed via ultrasound. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, b6, d6b, h6.

Event description:
Healthcare professional reported left side rupture diagnosed via ultrasound. Device has been explanted and replaced with non-abbvie device.